Event description:
It was reported that pt was doing poorly; experiencing headaches. Shuntogram was performed and revealed distal occlusion. Then found valve leaking in head which surgeon believes may have been caused by the shuntogram. The valve was revised. Note: user facility medwatch report was later received in barely legible condition. User facility reported patient had to return to surgery for revision of vp shunt and possible failure of shunt system.